Manufacturer narrative:
Batch review performed on 11 october 2018. Lot 175045: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with two similar reported events. Other device involved: reverse shoulder system glenosphere 36xø22 reference 04.01.0168 (k170452). Lot 174726: (B)(4) items manufactured and released on 03 october 2017. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by 24 september 2018. The dislocation is likely to have occurred due to the trauma reported by the patient. It is not clear whether the screw was correctly locked at 3nm as per the surgical technique. Further investigation on the retrieved screw is needed to understand if the screw stripped and/or was correctly used. Clinical evaluation performed by medical affairs director on 10 october 2018. Dislocation and glenoid screw mobilization in primary rsa few months after replacement. According to report, a trauma occurred, and this is the most likely cause for the adverse event reported. It is apparently unlikely that a problem occurred due to the implanted devices.

Event description:
The patient came in complaining of pain after fall. X-rays revealed shoulder dislocation and that the glenosphere locking screw was unscrewed, the surgeon revised the liner and implanted a new locking screw. This patient has bilateral below knee amputations, he fell as he was lifting bales of hay into a truck.

Manufacturer narrative:
Analysis performed on tuesday,(B)(6) 2018 by r&d product manager: the reverse liner does not show any sign of damage. The glenosphere screw shows multiple circumferential signs on the central portion of the screw and the head. In addition the thread is asymmetrically damaged for the initial three pitches. Root cause: it is presumed that the glenosphere screw was not well aligned with the threaded hole in the baseplate and did not correctly engage it. Considerations: the screw intraoperatively appeared to be locked due to the high resistance caused by the friction with the central hole in the baseplate.